Manufacturer narrative:
The product was sent to the supplier for evaluation and the reported leak could not be confirmed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported by the customer that while pressure testing the bo-top 36500 quadrox oxygenator a small leak in the oxygenator dialysis lock and luer port was noted. The hole was extremely small but was swapped during priming. There was no patient involvement as this was found prior to use.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that while pressure testing the bo-top 36500 quadrox oxygenator a small leak in the oxygenator dialysis lock and luer port was noted. The hole was extremely small but was swapped during priming. There was no patient involvement as this was found prior to use.